Event description:
Information received by medtronic stated that the insulin pump had an issue with keypad anomaly and also had an occasional unexplained no delivery alarm. Customer stated that the backlight was dimming and battery changed more frequently. Customer stated that the keypad button was unresponsive. No harm was required during medical intervention. The devise will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly. No unexpected back light anomaly, low battery alert, battery power loss alarm, failed battery test alarm, stuck button error alarm or no delivery/occlusion alarm noted during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history file/ trace found no unexpected low battery alert, battery power loss alarm, failed battery test alarm, stuck button error alarm or no delivery/occlusion alarm on the event date 30-jun-2022. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the keypad assembly, electronic assembly, motor assembly and force sensor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The force sensor measurement was within spec range (22.8 mv). Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. No delivery/occlusion alarm was not confirmed. Keypad unresponsive/button error alarm was not confirmed. Back light anomaly was not confirmed. Charge/battery lasts less than expected was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.